Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, internal components were worn and corroded, so various components were replaced. The device was returned to the customer.

Event description:
It was reported that the handpiece was overheating during a tooth extraction. Another device was used to complete the procedure. There were no allegations of adverse consequences associated with this event.